Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the generator floppy, the fuse, the batteries, and configured the software, as well as cleaned and regreased the high voltage connections. The system was tested and found to be working as intended and put back in service.